Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) depth gauges for 2.0mm and 2.4mm screws were not working properly. The needles were discovered to be broken off after sterile processing. No patient or surgical involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: depth gauge (part # 319.006 / lot # 7679807 / mfg. Date: 05/2014. The returned depth gauges shows light use during their 7 & 10 month lifespans. The hooked needle on the device is broken off at the base of the black body and was returned. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide (B)(4). The damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot 7679807: no service history review can be performed as this is a lot controlled item. Service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was not working. The repair technician reported the tip was broken. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.